Event description:
Information was received from a patient on 2025-02-25 who was receiving bupivacaine and morphine drug via an implantable pump for non-malignant pain indications for use. It was reported that they have been having all kinds of trouble with the pump. The patient stated they were getting a red thing, a code 156 and, other messages saying to wait or close the app. Moreover, they will bolus and the pump will lock them out for all these weird hours up to 14 hours even though it was the first one. The agent assisted the patient in clearing data from the handset and communicator. The patient confirmed that they were able to connect much easier now. The agent reviewed how to access therapy details and reviewed meaning of the information. The patient was currently locked out due to bolus restriction window. The patient mentioned a medication change at the refill last week and that was when they began noticing an issue with seeing obscure lock out times. The agent reviewed possible physician bolus and effect on the bolus restriction window the patient's typical schedule use of boluses. The agent redirected patient to a healthcare provider (hcp) if they continued to have concerns about the bolus programming. Per ptm bolus parameters were provided as: ¿bolus duration: 2 min lockout duration: 3 hrs bolus restriction window: 4/24hrs boluses per day: 4/day.¿ the serial number was not obtained during original call, but the agent attempted to call the patient back for serial number and left a message requesting the patient to call back. Additional information received from the patient on 2025-03-26 indicated that the event was first observed in "february-march 2025". When asked if the cause of the reported issue was determined, the patient stated "yes and no. Programming-yes. Battery-no."

Manufacturer narrative:
Continuation of d10: product ID: a820, product type software section d information references the main component of the system. Other relevant device(s) are: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.